Event description:
It was reported that a patient had x-rays performed on (B)(6) 2014 which revealed a non-union of the right femur and a broken 10 hole, variable angle locking condylar plate (valcp). The plate was broke between the screws in the shaft and distal cluster of screws on the head of the plate. A revision surgery was performed on an unknown date. The plate was broken at a screw hole but there was no screw in the hole. No device allegation against any of the screws. The procedure was completed successfully with no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event: date unknown. Additional product codes: hrs, hwc. Implant and explant dates: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.